Event description:
It was reported by service report that the bed has a broken siderail panel, broken ground pin on the power cord, and the side rail will not lock in the upright position. No pt involvement or adverse consequences are reported.